Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the cartridge, infusion set tubing and site. As the supplies had been changed, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. The customer's blood glucose (bg) level was over 600 mg/dl. A corrective bolus was delivered and an insulin pen was used. The bg had been lowered to 430 mg/dl at the time cts was contacted. Reportedly, the customer uses humalog in the cartridge for 3 days. Cts informed the customer to change the cartridge every 48 hours as per the pump labeling. The customer acknowledged the information.